Event description:
Customer's mother reported issues with the insulin pump. Customer states that there was exposure of fluid/moisture to the insulin pump. Furthermore, the display went blank as soon as it was exposed to water. The blood glucose reading is 66 mg/dl. Nothing further reported.

Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. No moisture damage found on electronic assembly or motor. Insulin pump had minor scratches on lcd window, cracked display window corner and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.